Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported issue of thermogard console switched to the standby mode was confirmed during the initial functional testing and archive review. The root cause of the issue was due the defective patient temperature cable. The cable was replaced to remedy the fault. As part of routine service during testing, the console was examined and found damaged pump lid, unrelated to the reported complaint. The pump lid was replaced to address the damage. The thermogard is a reusable as well as serviceable device and was manufactured in february 2011 and is 8 years old. Therefore, this type of the damage is the characteristics of normal wear and tear for the life of the device. Archive data was downloaded and noted several "primary temp probe disconnected" alarms. Following the repair, the thermogard passed all testing with no issue observed and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During the cooling phase of the therapy, the thermogard xp ivtm console was switched to the standby mode by itself. No additional information was provided. No known impact or patient consequence was reported.